Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. The customer declined to troubleshooting low blood glucose level due to indicating she had over bloused when treating a meal. Customer received change sensor alert as well as calibration not accepted alarm. Customer reported that they used auto mode at the time of low blood glucose event. The insulin pump was not returned for analysis.